Manufacturer narrative:
The insulin pump was not received in manufacture mode. The pump power up properly after battery installation. The insulin was also received with operating currents within spec. The pump passed selftest and displacement test. No replace battery now alarms noted. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on the pump it functioned properly. No damage to battery cap noted. The pump was received with minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had replace battery now alarm on insulin pump. The customer's blood glucose was unknown. The customer did not receive low battery alarm prior to replace battery alarm. The product was returned for analysis.